Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using the pinnacle pfr kit, the leader broke when the mesh leg was pulled though the sacrospinus ligament. The detached needle was retrieved. The physician completed the procedure with another of the same device with no patient complication, and the patient is reported to be "fine" post-procedure.

Manufacturer narrative:
The complaint indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of the event.